Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with several non-sustained v oversensing episodes during an in-clinic device check. It was noted that the oversensing appeared to lead noise. The possibility of the lead rubbing up to an old abandoned lead causing the noise was brought up. No programming changes were done to address the issue. The patient would continue to be monitored.